Manufacturer narrative:
(B)(4). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, the cartridge had scratches on it. The customer reported that lotion from the customer's skin rubs onto the cartridge. The customer was unable to load a new cartridge due to a black o-ring on the pneumatic tap. The customer removed the o-ring and successfully loaded a cartridge to address the event. The customer's blood glucose level was 157 mg/dl.